Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manuel outlines psychiatric episode as a potential event that may be associated with use of the product. According to the clinical risk benefits analysis report for the manufacturer psychosocial assessment and interventions are important and supported by accrediting bodies which requires palliative resources be made available for the vad patient. Recognition that treatment of this is both pharmacologic and psychosocial, the vads improved perfusion supports the pharmacological treatment and the improved quality of life related to vad health improvements may further support the psychosocial concerns. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined, however, patient, clinical, and pharmacological factors may have contributed to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient's wife called the vad office on (B)(6) 2014 crying, concerned over patient being "mean" and difficult to deal with. Of note, the patient has been on prozac for a long time and takes it only intermittently when he feels like it. Counseling was recommended. Arrangements were made for psychologist to see them both at upcoming clinic visit. On (B)(6) 2014, during clinic visit, patient spoke in very derogatory terms about wife (who was present) and also about his daughters. Wife was clearly very uncomfortable. The psychologist then met with them. The patient felt all of his "meanness" was a result of him not being able to sleep at night. The patient felt he needed prescription for valium to help him sleep. Recommendation was made to see primary care physician (pcp) for that issue. The patient also stated he had also been drinking gin (without wife's knowledge) to help sleep. After psychologist left, the patient became very angry and upset with vad registered nurse (rn), threatening not to return to clinic, before storming off. Patient returned (B)(6) 2014 and again met with psychologist. The patient had not seen pcp yet and was still being angry and "picking" on his wife. The patient stated that sleep is the primary problem and agreed see pcp soon. Therapist closer to home was recommended, but was declined by the patient. On (B)(6) 2014, the patient and spouse again met with psychologist. Both appeared happier. Patient stated he was now taking valium before bed and sleeping at night. This appeared to have improved family life significantly. He stated that he only wanted to see psychologist "as needed". Of note, patient had previously been prescribed prozac for depression but he quit taking it because "it made him mean". During a clinic visit on (B)(6) 2015, the patient stated he was sleeping more than usual due to depression and drinking up to 2 bottles of beer daily. The patient continued to take valium, 5 mg by mouth (po) daily at bed time. On (B)(6) 2015, the patient had issues where hospitalization was recommended, but he refused to come. He ended up in the hospital with positive blood cultures (reported separately). Psychologist saw him that admission and they discussed recent stressors in their life, but subject and wife appeared to be more interactive with each other. The event was deemed by the site as related to the device and patient condition.